Manufacturer narrative:
(B)(4). Physio-control has made multiple attempts to contact the customer regarding the status of their device, including written correspondence, but no response has been received from the customer. Neither the device nor the electrodes that were used during the event were returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that they were using this device to perform an elective synchronized cardioversion on a patient. When they attempted to deliver a shock to the patient they received a message from the device stating the electrodes were not being recognized. As a result of the reported issue, defibrillation therapy may not be able to be available if it was needed. The customer replaced the defibrillation electrodes with another set and attempted to deliver a synchronized shock to the patient. The second attempt to deliver a shock to the patient was successful. There were no reports of adverse effects to the patient as a result of the reported issue.